Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed. There was no report of death, serious injury or mistreatment. The meter was disposed of by the customer so no investigation can be carried out.

Manufacturer narrative:
The customer disposed of their meter, therefore, no investigation can be carried out. Customers and retailers have been informed through the adc fa16may2006 letter.